Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, permanent injury, permanent physical deformity, and has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/19/2012. Note: this report corresponds with report # (B)(4) for an "unknown avaulta". Date of report: (B)(4) 2012, device info: avaulta biosynthetic support system. (B)(6).